Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed a pacing impedance greater than 2500 ohms. The out of range measurement was unable to be reproduced. The patient will continue to be monitored. There were no adverse patient effects.

Event description:
Subsequently, the patient underwent a revision procedure where the lead was explanted. The device remains in service. There were no additional adverse patient effects reported. There were no additional adverse patient effects reported.